Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (beeping alerts) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cause for the failure was corrosion found on the j500 in the distribution node (dn) pca. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse events occurred as a result of the defective electrode belt.

Event description:
A us distributor reported that a patient was receiving beeping alerts.